Event description:
Customer reported that she had been having high blood glucose and been receiving no delivery alarms. She stated that she felt very tired and nauseous, out of balance, and that her eyes were blurry. She stated that she had bent cannulas in the past and that the insertion site was irritated from the tape. She stated that the blood glucose had gone over 400 mg/dl. She treated with manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.